Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reports progressive opacification of an akreos adapt ao lens approx three years after cataract surgery and lens implantation in the patient's left eye. The patient's visual acuity as of (B)(6) 2011 was 20/125. The iol exchange was scheduled for (B)(6)2011.